Manufacturer narrative:
Requested patient information associated with this event, awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator was preparing to do a planned system controller exchange, but when they went to unscrew the retention screw in the back of the system controller, one tab containing a retention screw broke and completely separated from the controller's back. The coordinator grabbed a new standalone system controller and requested replacement. There were no alarms for this event.

Manufacturer narrative:
Section h6 medical device problem code: "1487 - device difficult to setup or prepare" corrected to "1384 - mechanical problem" no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was requested, but no information was received. Manufacturer's investigation conclusion: the reported event of a damaged screw tab was not confirmed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Per provided information, the customer was preparing to do a planned system controller exchange, but the new system controller¿s retention screw broke at the back while trying to unscrew it. The damaged controller was exchanged. There was no additional images or documents regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2021 in customer order. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information provided. The manufacturer is closing the file on this event.